Event description:
During a pta procedure of the popliteal artery, the procedure was aborted due to a stricture. Upon removal, the distal segment of the catheter remained in the patient. The segment was not located, and remains in the patient. Patient status is listed as "okay".